Manufacturer narrative:
The complaint company iii (d) cartridge was not returned. A video was provided. The cataract removal is shown. The cartridge preparation and lens loading are not shown. The cartridge comes into view loaded into the handpiece. The lens is at the nozzle entry. The device is removed from view. It comes back into view with the lens at the parting line. The cartridge tip is inserted into the incision. The lens is advanced into the eye. After the lens unfolds a strip of material or damage is observed on the posterior surface. A brief attempt was made to remove the area, during I/a, without success. The lens remains implanted. Product history records were reviewed and documentation, indicated the product met release criteria. The indicated, lens model/diopter are qualified for use with the company iii (d) cartridge. A non-qualified viscoelastic was indicated. The root cause for the reported complaint could not be determined. The used company iii (d) cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. A non-qualified viscoelastic was indicated, due to differing material propertied. The use of a non-qualified viscoelastic may result in delivery issues and/or damage. Although, the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. C. Delivery speed: if the customer delivers the iol quicker than the dfu describes, this may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been six other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), upon implant there appeared to be either a linear scratch on the lens or foreign material. The lens remains implanted and there is no reported patient impact. Additional information was requested.